Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the was reported as occurring three weeks ago from (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device components indicated that only the body of the device was returned. The body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath were normal with no indication of a product quality deficiency that would contribute to the reported suture pulled out from the vessel. Since, only the body of the device was returned, the reported complaint cannot be verified or confirmed. However, if all of the suture pulled out from the vessel, this would result in continued bleeding, which would require an alternative method to achieve hemostasis. During testing, the needle plunger was reinserted resulting in appropriate anterior and posterior needle-to-cuff capture. This type of product experience can occur when enough tissue is not captured during needle plunger deployment, when the device is deployed outside the artery, and if the operator applies excessive pressure on the suture while attempting to advance the knot. The device performed according to specifications and the investigation did not detect a manufacturing or quality deficiency. A possible cause for the reported experience could not be determined. There does not appear to be any indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, when the suture was pulled taut, the entire suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.